Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was at 152 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with reprogramming the pump and was advised to monitor the insulin pump for any future issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.